Event description:
It was reported that a battery depletion (bd) alert had appeared for the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) ran a battery depletion analysis tool. Ts recommended the device be replaced within 90 days indicating concerns of premature battery depletion (pbd). The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that a battery depletion (bd) alert had appeared for the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) ran a battery depletion analysis tool. Ts recommended the device be replaced within 90 days indicating concerns of premature battery depletion (pbd). The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.